Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 6499501. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional as a spontaneous deflation after implantation. The left breast implant was not affected. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 300cc breast implant catalog number 3501645, lot number 7466966, serial number (B)(4) on the right breast implant.

Manufacturer narrative:
On 04/04/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. On 04/24/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior aspect extending to the anterior. A rent measuring approximately 0.3 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Manufacturer¿s reference number: (B)(4).